Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with compression fracture at t11 and l1 suggested for spinal therapy. It was reported surgeon stated the bone was hard. He completed inflation with other balloon tamp in kit with no problem. Rupture occurred during inflation. No patient symptoms reported. Customer discarded the device.